Event description:
A baxter clinical consultant reported an incident involving a patient in the nicu where blood had backed up the length of the IV tubing to the pump. The facility stated a patient had a double lumen umbilical arterial line in place with both lumens in use with unknown fluids being infused. The facility reported that a physician had visited the patient's bedside 5 minutes after the nurse had left. The physician noticed blood backing up one of the IV lines to just below the buretrol. The facility is unsure of which pump channel was involved, but believes the infusion rate was between 2-3 cc/hr. As a result, the patient received a blood transfusion. No adverse outcome was reported.